Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2021 to (B)(6)2021 due to diabetic ketoacidosis. Customer¿s blood glucose at the time of hospitalization was 533 mg/dl. Customer's current blood glucose value was 224 mg/dl. Customer treated diabetic ketoacidosis in hospital with intravenous insulin infusion drip. The customer did experienced symptoms such as nausea, vomiting, abdominal pain due to high blood glucose. Customer had been using the insulin pump within 48 hours of reported for high blood glucose. Customer stated auto mode feature was active at the time of event. The insulin pump will not be returned for analysis.